Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that both batteries were defective. To fix the issue, the fse replaced both the batteries. The fse then performed all functional and safety checks. The unit passed all tests performed and was returned to the customer.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has no battery back up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has no battery back up.